Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
Customer reported having high blood glucose readings of 558 mg/dl and stated that the insulin pump does not have a bolus wizard. Through troubleshooting the bolus wizard was programmed. Customer has treated the high readings with 6 units of a manual injection. No further information reported.